Event description:
Boston scientific received information that the patient with this transvenous left ventricular (lv) lead was experiencing diaphragmatic stimulation. Lv pacing percentages were also lower than expected, and it was suspected that the lv lead may have dislodged. Lv sensing was temporarily programmed off until a revision procedure could be performed.

Manufacturer narrative:
Subsequently, this lv lead was revised. No adverse patient effects were reported as a result of this event. This event will be updated if any additional information becomes available.